Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, at an elective device changeout, this right ventricular (rv) lead would not fit into the port of the new device. To test the port, the right atrial (ra) lead was temporarily inserted into the rv port and it was successfully inserted. The chronic rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.